Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products.

Manufacturer narrative:
(B)(4).additional information has been requested and will be submitted upon receipt accordingly.this is one of three device reports that are associated with this event. The associated manufacturer report numbers: # 1225714-2014-06605, 1225714-2014-06606 and 2937457-2014-01739.

Event description:
The additional information received alleged that the patient subsequently expired.